Event description:
Subsequent to the initially filed medwatch report, additional information was received. The ses was advanced to the target lesion however it became stuck in the previous placed stent. During attempted retrieval the entire assembly came back into proximal common carotid artery (cca). The stent was not deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously place stent resulted in the reported difficult to advance and the reported difficult to remove; thus resulting in the reported activation failure as the device was ultimately removed. The noted wrinkled sheath and the noted kinked stylet likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: updated from adverse event to product problem. B2: updated from other serious to na. H1: updated from serious injury to malfunction. H6: codes 3687, 4614, and 2616 removed. Codes 2199, 4582, 3270, 2920, and 1528 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the carotid artery. The 6-8x40mm acculink self expanding stent system (ses) was advanced to the target lesion however during deployment it was observed the stent jumped back into the common carotid artery without covering the target lesion. The stent could not be recaptured therefore it was left deployed in the common carotid artery and the ses was removed. Another stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.